Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient inserted the wearable, but it did not adhere to his skin at all, it immediately fell off. It was fine on that day, but after 3 days on (B)(6), he noticed that there was a big bump skin inflammation and swelling on the insertion site of that sensor that fell off. So, he went to the doctor, and the doctor checked it but it wasn't mentioned as to what type of procedure was made to confirm that the sensor was in his arm and made a shallow cut on the skin and drained it. There was no anesthetic mentioned that was administered to numb the skin. Then removed the sensor wire that was left on the skin. There was none mentioned as to how the incision site was closed. He was prescribed antibiotics to be taken orally. It just healed. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).